Manufacturer narrative:
The permanent cautery hook was further evaluated, and additional information was obtained. The initial findings were partially confirmed. The instrument was confirmed to have a broken monopolar yaw pulley on the conductor wire side. The grip cable was not broken and does not appear to have any damage. It was additionally observed that the yaw pulley was also broken on the other side. The yaw pivot pin which is molded into the yaw pulley was broken off and not returned with the instrument. The previously mentioned missing distal pulley was determined to be a missing conductor cap. The conductor cap likely got dislodged when the "hook became unattached to the tip shaft" and was not returned with the instrument.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument and performed failure analysis evaluation. The instrument was analyzed and the reported failure was confirmed. The instrument was found with a missing distal pulley that holds the conductor wire. The missing piece was not returned. The instrument was also found to have a broken monopolar yaw pulley that was also missing. The size of the missing piece is approximately 0.208¿ x 0.093¿. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure, a cable broke on the permanent cautery hook instrument and the instrument hook became unattached from the tip shaft. A small piece of plastic fell inside the patient's abdomen but was retrieved during the same procedure. The procedure was completed as planned. Intuitive surgical inc.(isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.